Event description:
The following description of the event was copied from the user facility medwatch report rec'd by (B)(4)2010. "Title: xxxxx. Event desc: rt [respiratory therapist] attempted to change the amplitude setting & discovered the knob had broken off. Pt changed to another hfov [high frequency oscillator ventilator]. Knob found on the floor, vent tagged & taken out of service. Health professional's impression: no adverse event. Pt ventilation device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the information provided by the user facility in block b5 of the user facility medwatch report. The following description of the device evaluation by the user facility was copied from block b6 of the user facility medwatch report rec'd from the FDA on (B)(4)2010. "Yes on (B)(4)2010: knob recalibrated and reinstalled. Operational check completed. Unit performed within recommended specs. Returned unit to service." Based on the information provided by the user facility, (B)(4) has determined that the set screw that holds the knob for the amplitude adjustment was loose allowing the knob to fall off the shaft. A review of the (B)(4)complaint sys did not find any like failures. At present, (B)(4) considers this to be an isolated incident.